Manufacturer narrative:
Product analysis: the product was remains in the patient; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dove into the left ventricle side after release from the delivery catheter system (dcs). Moderate paravalvular leak (pvl) became severe. As a result, a balloon aortic valvuloplasty (bav) with a 24mm balloon was performed with no improvement. Mitral valve regurgitation worsened as the valve interfered with the anterior leaflet of the patient's native mitral valve. The valve was snared and was pulled to the ascending aorta and dislodged. The valve was left just below the left common carotid artery and a second valve, a 29mm non-medtronic valve, was implanted without complications. No additional adverse patient effects were reported.